Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control then replaced the capacitor, therapy pcb assembly, user interface pcb assembly and system controller pcb assembly. Proper device operation was observed through functional and performance testing. After repair the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the capacitor, therapy pcb assembly, user interface pcb assembly and system controller pcb assembly. Physio-control determined that the cause of the reported failure was due to a diode, designator cr44, on the therapy pcb being shorted. This diode being shorted caused smoke and excessive damage due to excessive current.

Event description:
It was reported to a physio-control service representative that the service indicator on the customer's device was illuminated. Physio-control evaluated the device but could not verify the reported failure. When the device was turned on, the service indicator was not illuminated. During the mechanical and performance testing of the device, a loud bang and a bright flash came from the device. Following a manual discharge of the device's capacitor, a second flash and bang were observed. The device was then no longer usable.there was no patient use associated with the reported event.